Manufacturer narrative:
Medical intervention was performed to resolve the injury. At this time, this lead still remains implanted and in service. No additional information is available and the investigation is complete. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during the implantation of this right ventricular defibrilation lead, this patient developed a pneumothorax. No additional adverse patient effects were reported.